Event description:
Hill-rom received a report from the account stating the left and right siderails would not latch. The bed was located at the account on the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found both siderails latches corroded not allowing them to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned the side rail latches to resolve the issue. Based on this information, no further action is required.